Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event, with the pump indicating 59 mg/dl and a lowest reported value of 55 mg/dl, followed by recovery to in-range values after oral carbohydrate intake; during the episode the user unintentionally dislodged an fl3+ sensor and then successfully applied a new sensor with guidance. Symptoms included sweating. Outcomes included correction of hypoglycemia with a granola bar and soda, no need for medical intervention, and non-medical assistance from a household member. Investigation included case triage, collection of a blood glucose questionnaire, and troubleshooting with user education on acute low treatment and sensor replacement. Investigation of this case revealed no device malfunction reported, with event resolution after oral glucose and successful sensor replacement, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.